Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion (insulin flow block) at the site event on 08-jul-2024. The patient reported small amount of blood on the adhesive. The patient changed the supplies as necessary and resumed insulin deliveries successfully. No further information was available.